Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched. The customer replaced the sample syringe and performed a manual enhanced clean to resolve the issue. Beckman coulter internal identifier is case (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. Customer phone number: (B)(6).

Event description:
The customer reported receiving erroneous erratic ise (ion selective electrode) patient results on the au680 clinical chemistry analyzer. The customer stated that patient results were not released outside the laboratory. There was no change in patient treatment in association with this event.